Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
I was brushing my teeth, I swallowed the pin - oral-b [accidental device ingestion] I swallowed the pin - oral-b [exposure via ingestion] . I (swallowed) the pin and I also have the bristles in my mouth / it is a minuscule metal state and it comes out naturally - oral-b [device breakage] . Case narrative: adult female consumer via phone reported that while she was brushing her teeth, she swallowed the metal pin and had the bristles in her mouth from the oral-b toothbrush head. No serious injury was reported.

Event description:
I was brushing my teeth, I swallowed the pin - oral-b [accidental device ingestion] I swallowed the pin - oral-b [exposure via ingestion] I (swallowed) the pin and I also have the bristles in my mouth / it is a minuscule metal state and it comes out naturally / brush broke off - oral-b [device breakage] product counterfeit - oral-b [product counterfeit] case narrative: adult female consumer via phone reported that while she was brushing her teeth, she swallowed the metal pin and had the bristles in her mouth from the oral-b toothbrush head. No serious injury was reported. (B)(6) 2024 case update from information initially received on 05-dec-2023: the suspect product was oral-b power power oral care refills flexi soft eb17s brush set 4ct. No serious injury was reported. (B)(6) 2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.